Manufacturer narrative:
According to the rep who attended the case, a 2.0mm guide pin broke when the surgeon was re-reaming the bone. The surgeon decided to leave the broken guide pin fragment inside the bone after determining that it was difficult to retrieve and did not penetrate or puncture any cortical surface. The same was conveyed to the patient. The device history record of the lot in question was reviewed and noted that all guide pins were built to specification. Likewise, the sales history of the lot was reviewed and found that no other complaints or issues indicating failure or malfunction of the guide pins were reported to date. Following a discussion with the engineering department and a review of similar complaints from the past indicated use of excessive or off-axial force to be the contributing factors of the reported issue. The guide pins are gamma sterilized and built using implant-grade material (316lvm sst per astm f138). Hence, no sterility or biocompatibility concerns are expected. There is no discernable evidence that the guide pin malfunctioned due to deficiencies in the manufacturing process.

Event description:
The manufacturer was notified via a medwatch report filed by the user facility concerning a broken guide pin during a toe hemiarthrosplasty procedure.